Event description:
The patient had a laparoscopic repair of right inguinal hernia with medtronic dextile anatomical mesh in (B)(6) 2023. The surgeon informed us in december that the mesh on this patient had "failed" and the patient will need to have his hernia repaired again. The mesh was medtronic right dextile anatomical mesh 15x10cm ref #dxt1510ar lot #sxc0629x.